Event description:
There was an allegation of a questionable elecsys troponin t hs result from the cobas e 801 analytical unit. The initial result was 7.34 ng/l, the first repeat result was 15.8 ng/l, and the 2nd repeat result was 12.8 ng/l. The sample was repeated again on (B)(6) 2025, with results of 7.24 ng/l and 6.63 ng/l. The result of 12.8 ng/l was reported outside the laboratory.

Manufacturer narrative:
The cobas e 801 analytical unit serial number is (B)(6). Qc and calibration were in range before the event. The investigation is ongoing.

Manufacturer narrative:
Patient 2's initial result on 07-jun-2025 was 15.8 ng/l. The first repeat result was 8.60 ng/l. The second repeat result was 9.19 ng/l and was reported out. Patient 3's initial result on 09-jun-2025 was 36.9 ng/l. The first repeat result was 29.4 ng/l. The second repeat result was 29.4 ng/l and was reported out. Patient 4's initial result on 14-jun-2025 was 18.4 ng/l. The first repeat result was 13.9 ng/l. The second repeat result was 14.0 ng/l.

Manufacturer narrative:
Patient 5's initial result on (B)(6) 2025 was 14.4 ng/l the first repeat result was 19.6 ng/l. The second repeat result was 14.2 ng/l. Patient 6's initial result on (B)(6) 2025 was 9.71 ng/l. The first repeat result was 6.43 ng/l. The second repeat result was 6.89 ng/l. The reagent lot number used for patients 5 and 6 is 827232. The investigation was unable to determine a direct root cause. A general reagent or analyzer problem was not present, as the qc was in range before the event.